Event description:
The lift chair did not function; the dealer alleges the junction box melted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. The device was returned for evaluation. A follow up report will be submitted once the evaluation is complete.